Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with this implantable defibrillation lead delivered inappropriate shock therapy. Noise with oversensing and high out-of-range pace impedance measurements greater than 3,000 ohms were also observed. The device was turned off august 23, 2020. It was further reported that the lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
(B)(4). Records indicate this device was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with this implantable defibrillation lead delivered inappropriate shock therapy. Noise with oversensing and high out-of-range pace impedance measurements greater than 3,000 ohms were also observed. The device was turned off (B)(6) 2020. It was further reported that the lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.